Event description:
Healthcare professional reported left side "broken" against a saline device deemed a deflation. The device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.9, h.3, h.6, based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed opening in radius side assessed as fold flaw opening, observed cracked valve seat diaphragm valve and observed delamination partial of the valve (adhesive failure) additional observations: ¿ observed creases on the device. ¿ yellow particles observed the inside of the device. ¿ observed wear abrasion on the device.

Manufacturer narrative:
A review of the device history record has been/will be initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: left side "broken" against a saline device deemed a deflation.

Event description:
Healthcare professional reported left side "broken" against a saline device deemed a deflation. The device has been explanted.